Manufacturer narrative:
(B)(4). Valve dehiscence may occur early or late. When it occurs in the early post-operative period, it is typically a result of an inadequate prosthetic valve implantation in combination with friable myocardial tissue. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease or from endocarditis. The root cause of this event cannot be conclusively determined; however, this event was likely due to progression of disease. The valve was also replaced with another edwards valve, one size larger, suggesting that procedural related factors may have also contributed to this event. There was no indication or allegation of a device malfunction contributing to the event. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted three (3) years and three (3) months, was explanted due to severe aortic insufficiency. Angiogram showed a rocking valve, with clearly a leak around the annulus. The explanted device was replaced with another edwards valve, one size larger. The patient tolerated the procedure well without complication. On pod #3, the temporary pacing wire for the ventricle started to not function well. The patient would have frequent pauses and was very bradycardic at times. He underwent urgent ppm placement, which he tolerated well without any issues. The patient was discharged home in stable and improved condition on pod #6.